Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was asymptomatic when she received an unspecified low value from her cgm device. No bg meter comparison value was taken. The patient called her doctor and was advised to eat some carbohydrates. Despite treatment, the patient¿s cgm continued to provide unspecified low readings. The patient¿s doctor then advised for her to go to the emergency room (ER). At the ER, the patient¿s bg was ¿normal¿ (no value was provided) while the cgm was providing low values. The patient was treated with IV fluids and then discharged home after a few hours. The patient calibrated her sensor and continued to wear it. Approximately 10 hours later, the patient¿s cgm started providing the patient with unspecified low values again. The patient was still asymptomatic. The patient went back to the ER. At the ER, the patient¿s bg meter reading was ¿normal¿ (no value was provided) while the cgm was providing low values. No medication or treatment was provided to the patient at the ER this time. The patient was sent home later the same day. Once back at home, the patient replaced her sensor. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.